Event description:
It was reported that the temperature sensing cable was exposed outside the catheter. After the patient allegedly felt pain, the catheter was removed.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The thermistor wire was pulled from the tip and was coiled near the trifurcation area. Visual evaluation of the returned sample noted one opened (without original packaging) silicone temperature sensing catheter. Also, the temperature sensing cable was exposed outside the catheter. A potential root cause for this failure could be that after insertion, the catheter was stretched (in cleaning). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing cable was exposed outside the catheter, after the patient felt pain and the catheter was removed.